Event description:
Boston scientific received information that the patient with this system, exhibited a ventricular fibrillation (vf) rhythm, resulting in three internal (device) shocks. Reportedly, the delivered shocks failed to convert the patient's rate and external efforts were required. Following hospitalization, the physician initiated defibrillation testing to assess functional integrity. Prior to induction, all diagnostics appeared normal and within range. A total of four induction shocks were delivered; however, only two successfully converted the patient. It was at this time, the physician noted that each non-converted shock, exhibited a <20 ohms shock impedance measurement. An x-ray was then performed and a connection issue identified. During the revision procedure, the physician confirmed the terminal pin was not fully inserted and additionally, pace/sense insulation damage was observed on the right ventricular lead. The device was explanted and the right ventricular lead surgically abandoned. Another device and rv lead were successfully implanted; however, further induction testing not performed due to the patients condition. The device is expected to be returned for testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.